Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 75 mg/dl at the time of incident. The customer stated that the display returned after troubleshooting then they received battery out limit alarm. The customer stated that the battery was not out greater than duration allowed by the insulin pump. The customer also stated that they found failed battery test alarm in the alarm history. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.